Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2018-06625, 2134265-2018-06626 and 2134265-2018-06628. It was reported an effusion occurred. An intellamap orion mapping catheter and three woven diagnostic catheters were selected for use during an atrial fibrillation ablation procedure. Near the end of the procedure the physician noticed there may be an effusion. After the procedure was completed a pericardiocentesis was performed and about 250ml were drained. The patient was stable and returned to the unit. It was noted the physician had been ablating with another manufacturer¿s ablation catheter; however, the cause of the effusion was not determined.

Manufacturer narrative:
Device evaluated by MFR.: the returned device was found within specification. Electrical testing was performed and all circuits met specification for continuity and inter circuit resistance. All electrodes were smooth with no sharp edges. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2018-06625, 2134265-2018-06626 and 2134265-2018-06628. It was reported an effusion occurred. An intellamap orion mapping catheter and three woven diagnostic catheters were selected for use during an atrial fibrillation ablation procedure. Near the end of the procedure the physician noticed there may be an effusion. After the procedure was completed a pericardiocentesis was performed and about 250ml were drained. The patient was stable and returned to the unit. It was noted the physician had been ablating with another manufacturer¿s ablation catheter; however, the cause of the effusion was not determined.